Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2014, inratio: 0.9, doctor's meter: 5.0. Patient self tester's therapeutic range: 3.5-4.0. Time between tests: 15 minutes. Multiple finger sticks performed on the same finger. Patient's coumadin dose was reduced based on the doctor's poc meter (not inratio) results.

Manufacturer narrative:
Investigation pending.